Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a sensor glucose versus blood glucose differences. Customer's blood glucose was 40 mg/dl. The customer was treated with 3 tablespoons of sugar and granola bar. After troubleshooting was done, the customer was advised that we would replaced sensor.